Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a. The lens was inserted and removed during the same procedure. Section d6b - explant date: n/a. The lens was inserted and removed during the same procedure. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptics of the preloaded monofocal intraocular lens (iol) would not open, they appeared stuck. The iol was introduced into the patient's eye, but the surgeon was able to remove it and replace it with another 18.0d lens. The customer informed us that there has been issues with lens opening in the past, but this lens would not open at all. Through follow ups, we learned that the patient had a higher intraocular pressure post operatively which required treatment and follow up. The patient was prescribed some eye drops for the pressure. Although the cornea was hazy during the patient's follow up appointment, the pressure was normal. The patient has a follow up appointment in 6 weeks. The patient is reported as fine now. The customer indicated that there were no further incidents at the moment. No further information was provided.